Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Concomitant medical products: two tendril MRI leads. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 2017865-2019-09723 and 2017865-2019-09724. It was reported that the patient experienced body itching. The physician wanted to eliminate allergy to device. The pulse generator was explanted and replaced, and the leads were capped and replaced on (B)(6) 2019. The patient was stable after the procedure.